Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia episode that was appropriately treated with the initial anti-tachycardia pacing (atp). Although atp successfully terminated the ventricular tachycardia (vt), the rhythm remained within the vt-1 detection zone, resulting in additional atp therapies and five shocks that appeared inappropriate. All therapy was exhausted. Programming options were discussed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.